Event description:
It was reported that patient faced leakage issue with about ten infusion sets as infusion set tubing was leaking at the site on (B)(6) 2026. The infusion set was in use for about one and half hour.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.